Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated that they had noticed a loss in therapeutic benefit and in addition they were spending a lot of time recharging the implant. Caller stated they met with the rep on friday for reprogramming and the changes seemed good at the time but since then noticed that the implant battery had not decreased at all. Caller stated they charge every evening and that night went to charge but the screen seemed to become frozen and they were not able to charge implant. Caller stated stimulation doesn't appear to be working, they don't feel anything and they are in a lot of pain. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed green light above screen; caller reported no device found (16). Caller then connected recharger and confirmed recharging; excellent, controller is 100 percent and implant is 100 percent. Caller then stated that their biggest concern is that the therapy is not helping with symptoms. Agent walked caller through confirming stimu lation is on. Agent walked caller through increasing stimulation (agent attempted group adjust but it appears pt does not have this feature enabled.) Caller stated they don't know what level they were at before. Caller stated they didn't know they could adjust the intensity. Caller then confirmed seeing recharging finished screen. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. To discuss symptoms if adjustment does not resolve. Caller mentioned that they plan to have 3 injections in their back to help with symptoms (just waiting for insurance approval) and stated that if it doesnt work they may consider getting a pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported they were showed how to increase power. Patient went to see hcp, and was given shots in their back. Patient said one of the lines on stimulator has dropped down. Patient reported shots helped, still some pain but better.